Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator charge time was of 45 seconds and that it displayed code 1003 and 1007, messages indicative that the battery voltage is too low for the projected remaining capacity and charge time exceeding limitations, respectively. Technical services reviewed this case and stated that this device is well beyond changeout window, it was recommended to replaced this device as soon as possible as therapy was not guaranteed. Subsequently, this device was explanted, replaced and it is not expected to be returned. No additional adverse patient effects were reported.